Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a distal femoral artery. During the procedure, the armada 35 percutaneous transluminal angioplasty (pta) catheter had a leak where the catheter attaches to the hub. A new armada 35 pta catheter was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was returned and the reported leak was confirmed. The returned device analysis and an expanded investigation indicated that a potential product issue associated with leaks in the hub existed which was most likely caused during the manufacturing process. Corrective and preventative actions to address this issue are in the process of being implemented, and the performance of these devices will continue to be monitored.